Event description:
It was reported that the head trials had become worn out and scratched over time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : it was reported that the head trials had become worn out and scratched overtime, and these need to be replaced. It did not happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that dps trl hd m 36 +1.5 had deeply scratches and nicks on the surface. Additionally, the device shows an overall worn appearance consistent with normal and repetitive use. No other issues were identified. The observed worn condition was identified as an end of life indicator; damage consistent with repeated use and servicing. Scratches and nicks are consistent with the device being in contact with other tools like; forceps, tweezers or other tools with and edge. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection for the dps trl hd m 36 +1.5 was not performed due to post manufacturing damage. A functional test was unable to be performed due to mating device was not received for evaluation. The overall complaint was confirmed as the observed condition of the dps trl hd m 36 +1.5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.